Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that three weeks and two days post a port placement, the patient allegedly developed erythema and inflammation around the port site. It was further reported that patient was diagnosed with staphylococcus epidermis bacteremia, thrombosis and sepsis. Reportedly, the port was removed and new port has been implanted. However, the current status of the patient was unknown.